Event description:
This afternoon, our lead IV technician escalated a concern about a hole discovered in the plastic of a 20ml syringe. She stated that this is the second syringe she has identified in the past week with this defect. Manufacturer response for oral syringe, (brand not provided) (per site reporter) via email on [redacted date].